Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Three photographs of a single lumen powerpicc solo catheter were returned for evaluation. An initial visual observation of the photographs showed a split and leak in the catheter between the 13 cm and 14 cm depth markers. The split was observed to be relatively small and circumferentially aligned; however, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause of this split. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that hcp noticed evidence to suggest there was a split in PICC. Chemo was being infused via these devices oxaliplatin & irinotecan. The device had holes form under the skin causing fluids to backtrack into the dressing, all of the holes were multi cm. Away from the securacath feet/legs. PICC was removed and holes were seen. Secure cath used but hole were centimeters from insertion site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hcp noticed evidence to suggest there was a split in PICC. Chemo was being infused via the device, oxaliplatin & irinotecan. The device had holes form under the skin causing fluids to backtrack into the dressing, all of the holes were multi cm. Away from the securacath feet/legs. PICC was removed and holes were seen. Securecath used but hole were centimeters from insertion site. Additional information: PICC line split when the CT contrast was administered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that hcp noticed evidence to suggest there was a split in PICC. Chemo was being infused via these devices oxaliplatin & irinotecan. The device had holes form under the skin causing fluids to backtrack into the dressing, all of the holes were multi cm. Away from the securacath feet/legs. PICC was removed and holes were seen. Securecath used but hole were centimeters from insertion site.